Event description:
It was reported that the customer was hospitalized as her blood glucose was 45 mg/dl and she was not responsive. It was stated that the customer had taken a 12 unit bolus and there was an additional 12 unit bolus shown on the insulin pump that she did not remember receiving. While in the hospital, the customer went back on the insulin pump and her blood glucose went up to the 400 to 500 mg/dl range. Troubleshooting was performed. No air bubbles were found, insulin exited the tubing during priming and no leaks were found. Nothing further reported.

Manufacturer narrative:
The download history file showed a 12.0 unit bolus was programmed and delivered at 20:31 on (B)(6) 2015. The button event file was overwritten. It was not possible to verify if bolus was manually programmed by the customer. The insulin pump was programmed and monitored for two days with no unexpected bolus delivery noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with a cracked reservoir tube lip.